Event description:
The reporter stated the haptic of a competitor's lens was torn while being inserted and there was no patient injury. The reporter stated the cause of the torn haptic was due to the foam tip plunger, which overrode and tore the lens. Another same type lens was implanted.

Manufacturer narrative:
Evaluation results: a foam tip plunger lot number search was performed and no similar complaint found. A cartridge lot number search was performed and no similar complaint found. An injector lot number search was performed and one similar complaint found.